Event description:
It was reported that during a laparoscopic sigmoid colectomy procedure, the device fired malformed staples. The surgeon was hand sewing a portion of the anastomotic site when the other tissue part that previously looked put together fell apart. There was no patient consequence.